Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. After the proximal end of the trunk-ipsilateral leg component was ballooned, and intraoperative angiogram revealed extravasation from the abdominal aorta. An exploratory laparoscopy revealed that blood was not flowing into the abdomen. A retractor was used to expose the aneurysm; the balloon was sticking out through a large tear in the aorta. The patient started bleeding in this area. The patient's blood pressure dropped and despite resuscitative efforts, the patient expired. The cause of death is listed as an aortic rupture, secondary to final balloon dilation with a low pressure coda balloon catheter and a weakened spot in the aorta. An autopsy will not be performed and the devices will not be returned to w.l. Gore & associates.

Manufacturer narrative:
The device remains in the pt. A review of the mfg paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pxc141400/lot#04450878).